Manufacturer narrative:
One pressure monitoring set with vamp was received by our product evaluation laboratory for a full evaluation. The reported event of tubing issue was confirmed. The pressure tubing had been completely detached from bond joint with vamp adult reservoir connector. Indication of bonding material was evident on the reservoir connector. Mating pressure line was not returned. No other visible damage was observed from the unit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Additionally, edwards sales representative informed the facility regarding the use limit on a vamp or dpt according to the instruction for use (IFU).

Manufacturer narrative:
The manufacturing records were reviewed for the suspected lot involved, and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Further engineering investigation was performed at the manufacturing site. The most probable root cause for this condition could be due to the usage of the vamp product above the recommended days. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The exact lot number was unknown; however, the suspected one is 62780091. The manufacturing records will be reviewed for the suspected lot number. Additionally, the instructions for use (IFU) were reviewed, and indicated a use limit of 4 days on a vamp or dpt.

Event description:
As reported, after 16 days of use in patient of this pressure monitoring set with vamp, the tubing that is used to flush the system has been mismatched. It caused a significant bleeding on the patient's bed sheets. Blood leakage was approximately 20ml. The incident was detected early enough due to the presence of the patient's family in the room at the time of the incident. The clinical consequences assessed by the physicians were minimal, there was no change in hemoglobin level, it remained at (B)(6) g/dl. There was no transfusion needed. There was no allegation of patient injury reported. Patient demographics were provided. Follow up has started for the device return.